Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2012 the physician did a hysteroscopy and noted good uterine distension, a complete ablation, and no evidence of a perforation. A diagnostic laparoscopy followed in hopes of determining the cause of the pt's "chronic pain." "There were no abnormalities noted and the uterus appeared intact without blanching of the serosal surface." The pt was discharged home. The pt returned to the ER 24 hours later with lower abdominal pain, fever of 103 degrees fahrenheit, nausea and vomiting. She had an "elevated white blood cell count to 21,000 with a left shift." During an abdominal and pelvic examination she experienced only mild tenderness. A computed tomography (CT) scan showed some fluid in the uterus and free air in the abdomen from the laparoscopy. There were "no inflammatory changes of the bowel suggestive of a perforation." She continued to have fevers and blood cultures grew (B)(6) and gram negative rods. Treatment included intravenous antibiotics though "no source of infection was identified." On (B)(6) 2012, it was reported the pt remained hospitalized. Her infection had cleared but she "developed pancreatitis presumably from the antibiotics." On (B)(6) 2012 it was reported that the pt has been discharged (date unk) and she "is doing well."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse events could occur or have been reported in association with the use of the novasure sys: infection or sepsis. (B)(4).